Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of positioning failure was not confirmed. Visual inspection found no anomaly on the helix. Analysis of the device image indicated the device was within normal range of operation. Further analysis performed found no anomaly.

Event description:
Related manufacturer reference number: 2017865-2023-42855. It was reported the patient presented for a leadless pacemaker implant. One hour following the placement of the initial lp, blood clots were observed near the helix and the device had dislodged. The lp was extracted, the products were flushed with heparinized saline, and replaced. When attempting to place the second lp, torque was not able to be delivered to the device and the lp failed to be positioned. The lp was removed and a transvenous system was implanted the following day without issue. The patient was stable.